Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with defibrillation electrodes. The customer reports they attempted to use the pacing function with their lifepak 10 defibrillator/monitor. The customer reports that they connected the quik-pace electrodes to a pt, connected the lp10 pacer cable to the quik-pace electrodes but the pacer did not start because no contact to the pt was recognized by the device. The customer checked the quik-pace electrode connector and the pacer cable and found that the contact of the quik-pace electrodes was covered by an adhesive label. Then the customer removed the adhesive from the contacts and after 1-2 minutes, the pt was treated with pacing.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.